Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received erroneous results for two patient samples tested for troponin t hs (high sensitive) - tnths. The customer mentioned that they would have discrepant quality control results sometimes for this test. The first patient had a sample tested for tnths and this resulted as 828 ng/l. A new sample was collected from the patient and tested, resulting as 161 ng/l. The 161 ng/l value was reported to the physician and was considered suspect. The same new sample was then repeated, resulting as 798 ng/l. The second patient had a sample that initially resulted as 21 ng/l and this value was reported outside of the laboratory. It was requested for the sample to be repeated. The same sample was repeated, resulting as 10 ng/l. A new sample was collected from the patient and tested, resulting as 9.37 ng/l. The patients were not adversely affected. The tnths reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. It was determined that centrifugation of the sample was performed outside of tube manufacturer recommendations and this may be a potential cause for the issue.